Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the distributor on 05/23/2019: method code 3. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01006, 3005168196-2019-01007, and 3005168196-2019-01008.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-01006; 3005168196-2019-01007; 3005168196-2019-01008.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel using non penumbra microcatheter and used the handle to detach; however, the smart coil failed to detach. The physician then made an attempt to manually detach the smart coil; however, it would not detach. Therefore, the smart coil was removed. It was also reported that the same issue occurred with two additional smart coils and the same handle. Therefore, the smart coils were also removed. The procedure was then completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.